Manufacturer narrative:
Date sent to the FDA: 08/30/2022 (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/6/2022. It was reported that the patient underwent mesh removal on (B)(6) 2020 due to pain, recurrent ventral hernia, adhesions, digestive problems, mesh migration and mesh erosion.

Manufacturer narrative:
Date sent to the FDA: 11/09/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.